Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a damaged microswitch. No other apparent physical damage was found. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The microswitch was bent in, confirming the customer complaint. The most probable root cause was due to misuse of the disposable or temp check insertion. The investigation determined that the reported issue was due to the customer. No action was taken due to the age and condition of the device. The device was no longer needed for the loaner pool and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the micro switch is broke. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.